Event description:
The customer reported that the system displayed a saturation fault error message and shut down. After they rebooted the system it gave off a burning smell. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver board was replaced and a generator calibration was performed. The system was then found to be operating as intended.